Manufacturer narrative:
An arjo investigator examined the device and found it to be in good condition without any need for repair. Both belts were present; both were found to be in good condition as well. The manufacturer concludes the root cause for the event is due to an operator error in that the safety straps were not applied. The safety instructions in the operating and daily maintenance instructions for the trolley state, "always make sure that the resident safety straps are secure." Specific instructions are also provided, indicating the straps are to be applied before bathing and reapplied after bathing has been completed. The manufacturer recommends the customer be retrained, especially regarding the proper use of the safety belts.

Event description:
Two staff members were in the process of bathing the resident. The resident was on the bath trolley, but was not secured with the belts. The trolley and resident were located inline and above the tub; the tub had not been raised up at this point. The resident has spastic movements, at which point the resident fell off the trolley, landing face-first on the bathroom floor. The resident sustained injuries to her nose and several teeth. She was taken to the emergency room for x-rays and was admitted to the hospital. MFR.